Event description:
It was reported that the patient was seen in the clinic and had an elevated threshold with intermittent capture on their right ventricular (rv) lead. The physician suspects it may be due to a late perforation. No action was taken as the physician decided the next step is to bring the patient in to re-interrogate and possible schedule a CT (computed tomography) scan to see if the event was just a one-off measurement or to confirm perforation. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that following a recent generator change, the rv lead thresholds increased, and loss of capture was also observed. Troubleshooting was conducted without change, and fluoroscopy indicated that the lead was fully seated with the new ICD header. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.